Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. Date of event is an approximation. On the same day, it was reported that the patient experienced a skin reaction with redness, inflammation and an infection that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring, or systemic involvement. A small, darker spot at the needle puncture site is visible and the redness is extended beyond the sensor patch area. The skin surface looks smooth, without visible blistering, open wounds, scaling, or crusting. The skin reaction was treated with oral antibiotic augmentin, topical antibiotic detreomycyna and telfexo oral antihistamine. No other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.